Event description:
It was reported that the user experienced a brief loss of dexcom g7 glucose data to the ilet, indicated by three lines in the bg circle, without sensor error alarms, after which the connection reestablished within minutes and glucose readings resumed. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse effects. Outcomes included no impact to blood glucose management and no medical intervention or hospitalization. Investigation included remote troubleshooting and user education on transient sensor communication interruptions. Investigation of this case revealed a temporary signal loss between the cgm and ilet that self-resolved, consistent with intermittent communication disruption with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user environment or transient communication interference.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.